Manufacturer narrative:
A ge oec service representative investigated the issue and the customer cancelled the call. System performed as expected after reboot. Issue will be monitored for recurrence. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system intermittently displayed a dark image and error message said collimator too large.